Manufacturer narrative:
(B)(4).

Event description:
A patient who used therapy for chronic pain reported their battery kept getting hot when they used the charger on their back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.